Manufacturer narrative:
(B)(4).

Event description:
It was reported that a few years prior to report the patient was in a car with a seatbelt and the ¿magnetic clip toggled the implant on and they used the seatbelt to turn the implant back off.¿